Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -10.00 diopter in the patient's left eye (os) on (B)(6) 2016 and the lens was noted to be damaged. The lens was explanted on (B)(6) 2016 another same model, size and diopter lens was implanted on (B)(6) 2016 and the problem was resolved. The patient's post-op best corrected visual acuity was 20/1.0.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that the haptic was broken and optic was torn. (B)(4).